Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9550016) was impeded in the middle section of a microcatheter and could not advance any more. The doctor only retracted the stent alone, but the stent was found detached from the delivery wire after it was out of the y connector. The doctor switched to a second new stent, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9568619) in which the same issue occurred. The doctor removed the second stent and a prowler select plus 150/5cm microcatheter (606s255x, 31432572) from the patient and switched to a second prowler select plus 150/5cm (606s255x, 31432572) to deliver the second stent. The second stent encountered resistance in the second microcatheter and could not pass through the second microcatheter. The doctor removed the second stent and the second microcatheter from the patient and switched to a third stent and a third microcatheter (both were other brands) to complete the surgery. The surgery was prolonged by about 15 minutes. Additional event information received on 15-oct-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheters did not kink/bent. The 15 minutes procedural prolongation did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile 4.5x22mm enterprise vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and only the detached stent was returned for evaluation. No appearance of damages was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue reported regarding the stent being impeded could not be evaluated due to the lack of components returned and detached condition of the stent. In order to perform a functional test for impeded conditions, the stent must be attached to the delivery wire and inside the introducer. Based on this, the issue reported regarding the stent being detached is confirmed. According to the event, the stent detached in the y-connector. This condition suggests that the enterprise's introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the microcatheter's hub, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire. However, with the amount of information available and lack of returned components, this only remains speculative. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Confirm the tip of the delivery wire is entirely within the introducer. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9550016) was impeded in the middle section of a microcatheter and could not advance any more. The doctor only retracted the stent alone, but the stent was found detached from the delivery wire after it was out of the y connector. The doctor switched to a second new stent, a 4.5x22mm enterprise vascular reconstruction device (enc452212, 9568619) in which the same issue occurred. The doctor removed the second stent and a prowler select plus 150/5cm microcatheter (606s255x, 31432572) from the patient and switched to a second prowler select plus 150/5cm (606s255x, 31432572) to deliver the second stent. The second stent encountered resistance in the second microcatheter and could not pass through the second microcatheter. The doctor removed the second stent and the second microcatheter from the patient and switched to a third stent and a third microcatheter (both were other brands) to complete the surgery. The surgery was prolonged by about 15 minutes. Additional event information received on 15-oct-2025 indicated that they were able to torque the device. There was no evidence of physical material within the device. The microcatheters did not kink/bent. The 15 minutes procedural prolongation did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.